Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure; the right ventricular lead exhibited high out of range high voltage impedance and high capture thresholds. The lead was capped and replaced. The patient was in stable condition.